Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical territory associate (cta) called technical support and reported the staff mentioned the universal surgical manipulator (usm) arm 3 was drifting. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted error 23075 indicating that the surgeon's hand may not have been touching the hand control while in following mode. The tse recommended ensuring the surgeon was not releasing the hand control while in following mode, without first removing their head from the viewer. The procedure was completing as planned.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the surgeon followed the instructions from technical support engineer (tse) about releasing the hand control while in following mode, without first removing their head from the viewer. The system was verified and ready to use.